Event description:
Third party biomed (contracted by the customer), requested a replacement user interface module (uim). He indicated that the touchscreen display is dark, and only the leds are lit. Audible alarms are present. This event occurred during pre-use checks. No pt involvement.

Manufacturer narrative:
Per info provided by the biomed, carefusion technical support shipped the customer a replacement user interface module. A returned goods authorization (rga) number was also issued for the return of the alleged faulty user interface module for eval. As of april 16, 2015 the alleged faulty user interface has not been received. Once it is received and evaluated, a f/u medwatch report will be submitted.